Event description:
Skin stripping was reported. Dressing removed after 4 days and significant skin stripping noted to periwound, particularly the distal 1/3 of wound. Saturation level of foam was 60% and drainage was purulent.